Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device and a watchman fxd curve access system (was) were selected to be used. During the procedure, access was obtained in the femoral vein, the was and the versacross connect were advanced to the fossa. Transeptal puncture (tsp) was achieved, the first dose of heparin was administrated to the patient, and a pigtail catheter was placed in the laa. A fluoroscopy image was obtained, the pigtail catheter was removed, and a mobile thrombus was noted in the was sheath. Additional heparin was administered to the patient, and the physician aspirated the was sheath until the thrombus was no longer coming back, and none was noted on transesophageal echocardiography (tee). The physician placed the closure device, and a clot was noted before release. The closure device met position, anchor, size and seal (pass). The physician decision was made to deploy the closure device and apply negative pressure on the was sheath and closure device, and upon removal, a thrombus was observed proximal to the closure device. The patient remained on heparin until an interventional cardiology physician placed a sentinel embolic protection device and removed the thrombus using an inari thrombectomy system. The patient was discharged on (B)(6) 2026 and is expected to fully recover.